Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported healing collar would not seat. Used another healing collar to complaint procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) hc343, (heal collar 3.5x4.5, 3mm) for evaluation. Visual evaluation was performed, seated as intended with in-house device. DHR review was completed for the subject lot number 2023030711. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030711 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : does not seat. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was clinician damages screw surface (e.g. Scratches, dents resulting in removal of screw material). Therefore, based on the available information, a device malfunction did not occur. Seated as intended with in-house device. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.